Event description:
(B)(4). I had essure for 9 months. First of all. I must explain my health previous to essure. I am a health coach, and a runner/yoga instructor. So health problems and or medications were slim to none. And if some bug did come up, I had an immune system of an elephant because of the foods and supplements I nourish my body with. That being stated. I began having unexplainable symptoms a two months after being implanted. My symptoms were: weight gain and severe bloating in belly, butt, and thighs (that no matter how much exercise could not be budged), bone and joint pain in wrists, knees, and ankles- lower right back pain (the back pain became so severe that I could not stand up straight), hair loss, metal taste in mouth, thyroid and adrenal problems, rash on belly and hands. I called my doctor 2 months in, he said it is not from the essure, and the product does not contain nickel, which I am allergic to, and was not tested for when put in! The product does have nickel. Why are the doctors so uneducated about the side effects and contents of the essure? I ended up getting so bloated I appeared 8 months pregnant. My family, friends, and clients kept asking me if I was!! I had little mobilization at 8 months, my back and wrists were so bad I could not stand or use my right wrist. I ended up at my implanting doctor whom was shocked at my appearance. Ran every test and finally came to conclusion, yes it was essure. He still stated that there was no nickel. I switched doctors, and had to have a laparoscopic hysterectomy. Since then symptoms have dissipated. Had to order supplement to heal endocrine system and stimulate regular function of thyroid again. I endured a heavy metal detox which helped immensely. I have bald spots still where hair was lost. And my right wrist joint and bone will never have full recovery. I gave up my uterus, tubes, and cervix. And most of all I gave up my health for awhile physically, mentally, emotionally, but not spiritually! I knew I am and was an educated, healthy, conscientious woman whom would overcome this! But dad there are women, thousands of women, who are enduring the side effects of the essure. I kindly ask you why in the world is this product allowed to be on the market? The numbers and stories clearly and adequately tell the truth of this matter. I would rate this product very dangerous to say the least. I also would say that the trial run was based on very inadequate information. I again kindly and firmly ask you to take a look at what is surrounding this product. Doing so will save many women from much pain and suffering!